Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 21-nov-2012, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 21-may-2013, UDI#: (B)(4). See related regulatory report # for intellis ins: 3004209178-2018-18470. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that on (B)(6) 2018, the patient had their ins replaced because it reached end of service (eos). In pre-op, impedances were checked on the old ins and high impedances and connectivity issues were found. Intra-operatively, impedances and connectivity issues were checked again on the new ins and the results varied. The leads were wiped and re-seated multiple times without resolve. The doctor mentioned they were suspicious of a possible lead fracture due to the impedance and connectivity results seen during the surgery. In post-op, impedances were checked again. High impedances were found on an entire lead, and the other lead only had five usable electrodes. The cause of the impedance issues was unknown at the time of the report; the patient denied any injuries. No symptoms were reported. It was noted the patient may require a lead revision in the future. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. The ins was replaced due to normal eos on (B)(6) 2018. It was reported the patient had stimulation coverage prior to the ins replacement as well as afterwards. It was unknown if the patient was feeling stimulation when the high impedances were identified during the surgery since the patient was under anesthesia. This ins was received at the manufacturer on august 28 2018 to be disposed of. The doctor did not want analysis of the device. The rep confirmed that the connectivity issues they found at implant was that the red and green indicators were constantly changing on each electrode when impedances and lead connectivity were reviewed. It was reported the patient has pain coverage so the doctor is waiting to determine if the issues have resolved and if additional surgery will be needed. At this time, no surgery is planned. The cause of the high impedances and connectivity issues were not determined. It was noted that the doctor will contact the rep and inform them if there are any changes with the patient's therapy. No further complications were reported or anticipated.

Event description:
[Refer to manufacturer report #3004209178-2018-18470 for details pertaining to the reportable related event.]

Manufacturer narrative:
Product analysis #702727309:analysis information -- 2018-11-01 11:17:52 cst pli# 40 product ID# 37713 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H6: deleted device code c62952. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found so significant anomalies, the ins was near normal end of life, and telemetry output was okay. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.